Manufacturer narrative:
Follow-up #1 date of submission 09/19/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/29/2013 with the following findings:investigation revealed a blank display screen when the pump was powered on. A blue ink spot was found on the right side of display. The pump was opened; the display screen was found to be cracked. A new display screen was inserted and the display was found to be functioning appropriately. The pump¿s audible and vibratory alarms were found to be functioning on the pump. An audible alarm reading was unable to be obtained due to the damaged display screen. Unrelated to the complaint, the battery compartment was found to be cracked around the opening of the battery compartment. The returned battery cap was found to tightly secure to the pump with no visible yellow o-ring. No power issues were noted with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen. There was reportedly an ink spot and a crack in the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).